Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0168 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0168) have been reported from the same facility in (B)(6).

Event description:
It was reported that after opening the package, the winged part was found to be ruptured, but the outer package was intact. It was stated this occurred with five needles. This report addresses the third needle.